Event description:
Contact reported that a cervical screw has begun to back out of the cervical plate. The surgeon is monitoring the pt and is taking no action at this time. As this could result in the head for surgical intervention an MDR is being filed to document this event.